Manufacturer narrative:
(B)(4). The explanted date was requested, but was not provided. It is unknown if the device will be returned for evaluation. Though requested, the product disposition was not provided by the site. Approximate age of device ¿1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that the patient was admitted to the hospital due to increased lactate dehydrogenase (ldh) levels. The patient was started on an integrilin infusion and their inr was 3.85. A coronary computerized tomography angiography (cta) performed revealed a non-obstructing eccentric mural thrombus that did not appear flow limiting. The vad flow, pi and power all slightly decreased after treatment. On (B)(6) 2018, it was reported that the patient¿s pump was exchanged with another manufacturer¿s device on an unspecified date due to hemolysis. The manufacturer¿s technical services reviewed the submitted log files and observed the waveform trajectory shows power and flow trending flat with a decrease in pi over time. They are seeing some intermittent power and flow elevations which look to be associated with pi events. No additional information was provided.

Manufacturer narrative:
Additional information date device received added. Thrombus was found within the outlet stator of the left ventricular assist system (lvas) although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). In addition, the reported low battery advisory alarms were confirmed through the evaluation of the submitted system controller log file. Examination of the device upon disassembly of the pump body revealed a dark red denatured deposition surrounding the bearing ball within the proximal side of the outlet stator. Its lack of laminated layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation suggest that it was present while the device was supporting the patient. The remaining blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.